Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedance measurements greater than 2,500 ohms on the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. There were also high shocking impedance measurements greater than 125 ohms. Additionally, oversensing and loss of capture (loc) were also reported. A revision procedure was performed and the device header was reportedly loose and cracked. The device was explanted and successfully replaced. The leads were tested with the pacing system analyzer (psa) and normal function was observed. This device was not implanted subpectorally, but was included in the subpectoral implant 2009 product advisory, which was initially communicated on (B)(6) 2009.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. All of the header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.